Manufacturer narrative:
Pt was implanted with hardware in (B) (6) 2006 and was reported to have fused. Implants are a temporary fixation device to aid in the process of fusion. Once fusion is obtained they serve no purpose. Breakage can result from fatigue related to cyclic loading. Nothing was returned for evaluation. The lot number is unk. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions-for-use (IFU) supplied with the device.

Event description:
Sales rep was notified (1/20) of a revision procedure to remove fractured hardware. It was a two level construct from l5 to l3. Both screws in l5 broke just below the head assembly. The hardware was implanted in (B) (6) 2006 and the pt did fuse. **note: the event was reported to depuy spine on 2/23. The sales representative was reminded of the need to report events in a timely manner.